Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump was not infusing. There was a volume discrepancy of the expected residual volume (erv) of 13.8 ml and the actual residual volume (arv) of 20 ml. Catheter aspiration was attempted but was not possible. A revision was planned. The patient status at the time of the report was alive no injury. The pump was being used to deliver morphine and catapresan.

Event description:
It was further reported that the cause of the discrepancy was the catheter kinking and the pump was working well. A revision had not yet been completed. The patient was reportedly doing well and receiving oral therapy.

Manufacturer narrative:
(B)(4).